Manufacturer narrative:
This is a follow up report to 3009540749-2020-00041, sections with no updates were left blank as per 21cfr803 sec 803.56 (c). The drill and drill guide were returned and received on 11 dec 2020. A review / investigation was performed on the returned drill and drill guide and it was concluded they met specifications for the dimensions which were able to be verified. Device history record review for the drill and drill guide found no related non-conformances and the documentation shows no evidence of abnormalities. Root cause remains unknown. If additional information is obtained which changes the outcome of the investigation results, a follow up report will be submitted.

Event description:
This report is a follow up to 3009540749-2020-00041 which was submitted on 03 dec 2020.

Manufacturer narrative:
Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
It was reported, during a surgery using the stratum foot plating system on (B)(6) 2020, the drill bit got stuck, or cold welded into the drill guide. Another kit was opened to complete the surgery. No delay in surgery. No impact on patient was reported.